Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during tissue dissection the tip of the dissection cone fell off into the patient. It was visualized and removed thru the same incision. An accessory kit was opened and another tip was used to complete the case without incident or harm to the patient.

Manufacturer narrative:
Investigation summary: upon receipt of the product on december 06, 2010, it was observed that the returned product was not consistent with the reported event. We will continue to follow up with the reporter to receive additional information. A visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood along the connection of the two tip components. Based upon the visual observations, the reported complaint for "the tip of the dissection cone fell off" was not confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).